Manufacturer narrative:
Computer assembly received in-house for testing and found the basic in-put/out-put system (bios) battery did not hold sufficient charge. Following replacement of the battery, the computer assembly was tested and was functioning normally.

Manufacturer narrative:
Investigation in progress.

Event description:
System will boot up, screen goes white then reboots. During procedure, system booted-up, probe tested and placed, and then system cycled off. Procedure cancelled.